Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. The .014 non-bsc guide wire was advanced and crossed the lesion. The 1.5mm x 20mm coyote balloon catheter was advanced into the patient for dilation, but was unable to cross the lesion. Inflation was performed and the balloon ruptured at unknown pressure. The procedure was not completed due to this event. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed that there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a circumferential tear in the balloon wall adjacent to the proximal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. The .014 non-bsc guide wire was advanced and crossed the lesion. The 1.5mm x 20mm coyote balloon catheter was advanced into the patient for dilation, but was unable to cross the lesion. Inflation was performed and the balloon ruptured at unknown pressure. The procedure was not completed due to this event. There were no patient complications reported and the patient's status is good.